Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found electrocautery damage on the insulation. This damage is consistent with damage caused during the explant procedure. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise. The noise was later oversensed and resulted in inappropriate shock delivery. The noise was determined to be myopotential. An invasive procedure was performed. This system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.